Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. Initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of (B)(4) complaints for flexible use xl products during this time period for the class/subclass. Of the (B)(4) complaints; (B)(4) complaints have batch number recorded as ¿unknown¿. The (B)(4) remaining complaints were evaluated. None of the (B)(4) complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a.

Event description:
Event verbatim [preferred term] some burn blisters, as big as one of the combs of a plaster [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage] , . Case narrative:this is a spontaneous report from a contactable other health professional from pharmacy. A 70-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number 1: t48946, expiration date aug2020; device lot number 2: t48950) from (B)(6) 2019 at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters on (B)(6) 2019. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters as big as "one of the combs of a plaster" after leaking of the contents of the heatwrap. Part of the skin had lifted and stuck to the wound. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heatwrap. After 1 month, the blister had slowly healed. Since she was otherwise very satisfied with thermacare, she was happy about it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: regarding lot t48946, this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Retain sample inspection form documented the retain evaluation performed on 26mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of (B)(4) complaints for flexible use xl products during this time period for the class/subclass. Of the (B)(4)complaints; (B)(4) complaints have batch number recorded as "unknown". The (B)(4) remaining complaints were evaluated. None of the (B)(4) complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products . Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27mar2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. As of 14may2019, regarding lot t48950: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Please evaluate for MDR. A site investigation is in progress. Severity rank: s3. As of 10jun2019, regarding lot t48950: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23-apr-2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Final confirmation status: not confirmed. As of 23aug2019, the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The cell pack delamination observed on the returned sample was created by a potential build up over the seal roll that interfered with the sealing process completion. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t48946 met all product release criteria that include the visual attribute inspection for "heat pack integrity" every 10 minutes that detects product with this defect. No further action is recommended, batch t48946, remains in release status. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (01apr2019 and 02apr2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Follow-up (03may2019): new information received from a contactable other health professional from pharmacy includes: patient details, suspect product start date, additional lot number and additional description of the event experienced. Follow-up attempts are completed. No further information is expected. Follow-up (14may2019): new information received from pch / pfizer global supply included: investigation results regarding lot t48950. Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019): new information from product quality complaints includes: investigation status. Follow-up attempts are completed. No further information is expected. Follow-up (23aug2019): new information from product quality complaints includes: investigation results regarding batch t48946. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. Initial complaint assessment: batch: t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as ¿unknown¿. The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months).

Event description:
Some burn blisters, as big as one of the combs of a plaster [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage]. Case narrative: this is a spontaneous report from a contactable other health professional from pharmacy. A 70-year-old female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number 1: t48946, expiration date aug2020; device lot number 2: t48950) from 19mar2019 at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters as big as "one of the combs of a plaster" after leaking of the contents of the heatwrap. Part of the skin had lifted and stuck to the wound. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heatwrap. After 1 month, the blister had slowly healed. Since she was otherwise very satisfied with thermacare, she was happy about it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch: t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Retain sample inspection form documented the retain evaluation performed on 26mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as "unknown". The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products see attachment 1 trending graph 2019-03-0019988-gc. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27mar2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (01apr2019 and 02apr2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Follow-up (03may2019): new information received from a contactable other health professional from pharmacy includes: patient details, suspect product start date, additional lot number and additional description of the event experienced. Additional information has been requested and will be provided as it becomes available. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] some burn blisters, as big as one of the combs of a plaster [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage] , . Case narrative:this is a spontaneous report from a contactable other health professional from pharmacy. A 70-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number 1: t48946, expiration date aug2020; device lot number 2: t48950) from 19mar2019 at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters on (B)(6) 2019. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters as big as "one of the combs of a plaster" after leaking of the contents of the heatwrap. Part of the skin had lifted and stuck to the wound. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heatwrap. After 1 month, the blister had slowly healed. Since she was otherwise very satisfied with thermacare, she was happy about it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: regarding lot t48946, this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Retain sample inspection form documented the retain evaluation performed on 26mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as "unknown". The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products see attachment 1 trending graph 2019-03-0019988-gc. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27mar2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. As of 14may2019, regarding lot t48950: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective (B)(6)-2018, version 1.0. Please evaluate for MDR. A site investigation is in progress. Severity rank: s3. As of 10jun2019, regarding lot t48950: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23-apr-2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Final confirmation status: not confirmed. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (B)(6) 2019 and (B)(6)2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Follow-up (03may2019): new information received from a contactable other health professional from pharmacy includes: patient details, suspect product start date, additional lot number and additional description of the event experienced. Follow-up attempts are completed. No further information is expected. Follow-up (14may2019): new information received from pch / pfizer global supply included: investigation results regarding lot t48950. Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019): new information from product quality complaints includes: investigation status. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress.initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as ¿unknown¿. The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a.

Event description:
Event verbatim [preferred term] some burn blisters [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage]. Case narrative:this is a spontaneous report from a contactable other health professional. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t48946, expiration date aug2020, from an unspecified date at an unspecified frequency for pain. The patient's medical history and concomitant medications were not reported. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters. The patient was given a new heat wrap. Since she was otherwise very satisfied with thermacare, she was happy about it. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product quality complaints provided the following information upon follow-up: this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective (B)(6) 2018, version 1.0. Severity rank: s3. A site investigation is in progress. Additional information has been requested and will be provided as it becomes available. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. Initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as ¿unknown¿. The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a.

Event description:
Event verbatim [preferred term] some burn blisters [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage] , . Case narrative:this is a spontaneous report from a contactable other health professional from pharmacy. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t48946, expiration date aug2020, from an unspecified date to an unspecified date at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters after leaking of the contents of the heat wrap. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heat wrap. Since she was otherwise very satisfied with thermacare, she was happy about it. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as "unknown". The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products see attachment 1 trending graph 2019-03-0019988-gc. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27-mar-2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. Additional information has been requested and will be provided as it becomes available. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (01apr2019 and 02apr2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] some burn blisters, as big as one of the combs of a plaster [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage] , . Case narrative:this is a spontaneous report from a contactable other health professional from pharmacy. A 70-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number 1: t48946, expiration date aug2020; device lot number 2: t48950) from (B)(6) 2019 at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters as big as "one of the combs of a plaster" after leaking of the contents of the heatwrap. Part of the skin had lifted and stuck to the wound. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heatwrap. After 1 month, the blister had slowly healed. Since she was otherwise very satisfied with thermacare, she was happy about it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: regarding lot t48946, this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Retain sample inspection form documented the retain evaluation performed on (B)(6) 2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019. Manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as "unknown". The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products. 1 trending (B)(4). Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27mar2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. As of 14may2019, regarding lot t48950: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Please evaluate for MDR. A site investigation is in progress. Severity rank: s3. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (01apr2019 and 02apr2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Follow-up (03may2019): new information received from a contactable other health professional from pharmacy includes: patient details, suspect product start date, additional lot number and additional description of the event experienced. Additional information has been requested and will be provided as it becomes available. Follow-up attempts are completed. No further information is expected. Follow-up (14may2019): new information received from pch / pfizer global supply included: investigation results regarding lot t48950. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. Initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. (B)(4) retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as ¿unknown¿. The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a...

Event description:
Event verbatim [preferred term] some burn blisters, as big as one of the combs of a plaster [burns second degree] , fleece leaked; dark crumbs are coming out [device leakage] , . Case narrative:this is a spontaneous report from a contactable other health professional from pharmacy. A 70-year-old female patient started to receive thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number 1: t48946, expiration date aug2020; device lot number 2: t48950) from (B)(6) 2019 at an unspecified frequency for pain and tense muscles. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) for an unknown indication and was tolerated at the time. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters on (B)(6) 2019. The patient experienced burn blisters on (B)(6) 2019. The event was described as burn blisters as big as "one of the combs of a plaster" after leaking of the contents of the heatwrap. Part of the skin had lifted and stuck to the wound. It did not require surgical intervention. The patient was not expected to have incurred permanent damage. The patient was given a new heatwrap. After 1 month, the blister had slowly healed. Since she was otherwise very satisfied with thermacare, she was happy about it. Action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was resolved in 2019. Product quality complaints provided the following information upon follow-up: regarding lot t48946, this is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp. Severity rank: s3. A site investigation is in progress. According to the product quality complaint group: initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Retain sample inspection form documented the retain evaluation performed on 26mar2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as "unknown". The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a trend identified for the subclass cell damaged/leaking for flexible use xl products see attachment 1 trending graph 2019-03-0019988-gc. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch involving stray chemistry or cell pack quality. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch related to cell leakage. Return sample has not arrived at site as of 27mar2019. There was stray chemistry found on one wrap from the retain inspection. The site is waiting on return sample for further investigation. Prelim. Confirmation status: not confirmed. As of 14may2019, regarding lot t48950: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Please evaluate for MDR. A site investigation is in progress. Severity rank: s3. As of 10jun2019, regarding lot t48950: a site investigation was conducted on production records; a device malfunction was not identified during records review. Based on the complaint narrative this represents a potential device malfunction, severity ranking is s3-skin burn- per rpt-38832 - hazard analysis thermacare heat wrap product: 8 & 12 hr, effective date: 23-apr-2019. A return sample was not received; a device malfunction cannot be confirmed. There is no further investigation or actions needed. The root cause category is non-assignable (complaint not confirmed). Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Final confirmation status: not confirmed. As of 23aug2019, the most probable root cause for this incident was classified under method / procedure (document unclear/lacking details). The cell pack delamination observed on the returned sample was created by a potential build up over the seal roll that interfered with the sealing process completion. There are no other complaints received for this same batch and defect. Therefore, at this time the defect is considered to be an isolated event. Batch t48946 met all product release criteria that include the visual attribute inspection for "heat pack integrity" every 10 minutes that detects product with this defect. No further action is recommended, batch t48946, remains in release status. As of 27aug2019, the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "it caused burned blisters on the skin". The cause of the wrap causing blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (26mar2019): new information from product quality complaints includes: severity ranking, investigation status. Follow-up (01apr2019 and 02apr2019): new information received from the product quality complaint group and the contactable other hcp from pharmacy includes investigational results, past product data, device data (indication, action taken), onset date of event, stop date of events, outcome of events and event details. Follow-up (03may2019): new information received from a contactable other health professional from pharmacy includes: patient details, suspect product start date, additional lot number and additional description of the event experienced. Follow-up attempts are completed. No further information is expected. Follow-up (14may2019): new information received from pch / pfizer global supply included: investigation results regarding lot t48950. Follow-up attempts are completed. No further information is expected. Follow-up (10jun2019): new information from product quality complaints includes: investigation status. Follow-up attempts are completed. No further information is expected. Follow-up (23aug2019): new information from product quality complaints includes: investigation results regarding batch t48946. Follow-up attempts are completed. No further information is expected. Follow-up (27aug2019): new information from product quality complaints includes: investigation status. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This is a potential device malfunction s3 per rpt-74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Severity rank: s3. A site investigation is in progress. Initial complaint assessment: batch t48946 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of retain samples included six cartons, 24 pouches and the 24 wraps inside. Inspection shows no obvious defects to carton, pouches or wraps. Form-46455 retain sample inspection form documented the retain evaluation performed on 26-mar-2019. An evaluation of the complaint history confirms that this is the first complaint for the sub class cells damaged/leaking received at the albany site requiring an evaluation for this batch. The complaints per million produced (cpmp) for sub class cells damaged/leaking is 11 for this batch, the upper control limit (ucl) is 14 per sop-105746 complaint trending guideline, effective 05-feb-2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 03/25/2017 through 03/25/2019/manufacturing site: pfizer albany/complaint class: wrap/patch/pad/ complaint sub class: cells damaged/leaking. The pcom search returned a total of six complaints for flexible use xl products during this time period for the class/subclass. Of the 6 complaints; 3 complaints have batch number recorded as ¿unknown¿. The 3 remaining complaints were evaluated. None of the 6 complaints were confirmed to have a manufacturing related root cause for the complaint of cells damaged/leaking. Based on this pcom search for the subclass of cells damaged/leaking for flexible use xl product, the data did not show an increase over time (24 months). There is not a.

Event description:
Event verbatim [preferred term] some burn blisters [burns second degree], fleece leaked; dark crumbs are coming out [device leakage]. Case narrative: this is a spontaneous report from a contactable other health professional. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fuer flexible anwendung), device lot number t48946, expiration date: aug 2020, from an unspecified date at an unspecified frequency for pain. The patient medical history and concomitant medications were not reported. The patient had complained about thermacare for large pain areas. The fleece leaked, dark crumbs are coming out, which unfortunately caused some burn blisters. The patient was given a new heat wrap. Since she was otherwise very satisfied with thermacare, she was happy about it. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and device leakage as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.